Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of a recent motor vehicle accident with multi-system trauma including long bone and spinal fractures and an intracranial hemorrhage that had required a right craniotomy. The patient was bedridden and was in traction. The patient could not undergo routine prophylaxis for deep vein thrombosis (dvt). A computerized tomography (CT) scan revealed a left popliteal vein dvt. The filter was implanted via the right femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well. More than eight and a half years after the filter implantation, the patient became aware that the filter had tilted, and filter struts had fractured within the inferior vena cava. The patient further reported having experienced mental anguish, worry and anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and filter strut fracture events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, 19 days prior to implant, the patient had an mva leading to multisystem trauma including bilateral long bone fractures, spine fractures, and intracranial hemorrhage requiring a right craniectomy. The patient was bedridden with traction. CT scan had revealed a left popliteal vein dvt. The filter was implanted just below the right renal vein. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages including, but not limited to fracture and tilt. Per the patient profile form (ppf), patient reports fractured struts within the ivc. The patient also reports suffering from anxiety. A scan noted the filter is tilted and the struts are penetrating the adjacent psoas muscle. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and adjacent muscles; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: malfunction including fracture and tilt that causes injury and damage to the patient. The following additional information was received per the patient¿s implant records: the patient was involved in a motor vehicle collision approximately 19 days prior to filter implant. The patient had secondary multisystem trauma including bilateral long bone fractures, spine fractures, and intracranial hemorrhage requiring a right craniectomy. The patient had been bedridden since that time on traction. The patient had serial venous duplexes secondary to the inability to have routine dvt prophylaxis. CT scan had revealed a left popliteal vein dvt. The filter was implanted via the right femoral vein just below the right renal vein. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately eight years and seven months post implantation. The patient reports fractured struts within the ivc. The patient also reports suffering from anxiety. Additional information received per patient short form, a scan noted the patient's implanted ivc filter struts are penetrating the adjacent psoas muscle and the filter is tilted.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. Concomitant medical devices: 18-gauge needle; guidewire; 6f sheath.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: malfunction including fracture and tilt that causes injury and damage to the patient. The following additional information was received per the patient¿s implant records: the patient was involved in a motor vehicle collision approximately 19 days prior to filter implant. The patient had secondary multisystem trauma including bilateral long bone fractures, spine fractures, and intracranial hemorrhage requiring a right craniectomy. The patient had been bedridden since that time on traction. The patient had serial venous duplexes secondary to the inability to have routine dvt prophylaxis. CT scan had revealed a left popliteal vein dvt. The filter was implanted via the right femoral vein just below the right renal vein. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately eight years and seven months post implantation. The patient reports fractured struts within the ivc. The patient also reports suffering from anxiety.